Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 130mg/dl. Infusion set changes would be performed to address the past occlusion alarms; the customer reverted to manual injections. The customer was to perform a complete supply change prior to using the pump for insulin therapy. Tandem technical support educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.